Event description:
The manufacturer's representative reported, the pt presented at clinic reporting increased pain. Additionally the pt reported hearing a double beep coming from pump. The pt denies having any recent medical procedure, or exposure to electromagnetic interference (emi) sources, and was receiving morphine from her pump. Multiple attempts were made with several different programmers to interrogate the pump to obtain programmed settings and alarm status; however, they were unsuccessful, and unable to communicate with the implanted pump. A "therapy stop" procedure was recommended but also unsuccessful due to inability to communicate with the pump. An x-ray was taken and it appears the pump may have flipped causing the antenna to be at a difficult angle to receive the telemetry signal. The physician attempted to physically manipulate the pump back to it's correct orientation, but was unable to. Surgical intervention is being scheduled to address the flipped pump, and the investigation into the source or cause of the double beep, or pump memory error alarm is ongoing. Add'l info has been requested from the hcp regarding further device intervention, and pt outcome. A follow up report will be sent when new info is received.